Event description:
It was reported that the 9800 system had a low ma/ kv error and was not fluoroing during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The service rep replaced the snubber and checked the calibration on the device. The system operates as intended.